Event description:
It was reported that the implantable pulse generator (ipg) was difficult to charge despite troubleshooting attempts. The patient underwent an ipg replacement procedure and the leads were also replaced due to an unknown reason. The patient was doing well postoperatively and the explanted devices were kept by the medical facility. No further information could be obtained despite good faith efforts. Additional information was received that the leads were not replaced.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 17830988/17830988.

Event description:
It was reported that the implantable pulse generator (ipg) was difficult to charge despite troubleshooting attempts. The patient underwent an ipg replacement procedure and the leads were also replaced due to an unknown reason. The patient was doing well postoperatively and the explanted devices were kept by the medical facility. No further information could be obtained despite good faith efforts.